Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The field service technician (fst) was onsite for further investigation. According to the service report# (B)(4) dated on 2018-06-12 following was found: the fst observed the device in question and could not duplicate the error. As a precaution the fst replaced the battery and advised the user to use generator power while in an ambulance instead of inverter power for stable power. The unit passed all calibration, functional and safety tests which were performed. The unit was returned to the customer and cleared for clinical use. The most probable root cause for this issue is user error. According to rotaflow IFU the rotaflow system is intended for use within clinical institutions. The rotaflow unit is not designed for transport in an ambulance. Thus, the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition, at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
It was reported that the rotaflow console displayed a battery error during transport in an ambulance. Another console was brought in. No patient injury or delay was reported. (B)(4)